Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Event description:
Patient reported left side "recall," "contracture"-baker grade unknown¿, and ¿increased anteroposterior diameter compatible with capsular contracture" and ¿great discomfort," ¿lobulated contours," ¿anechoic content," ¿presence of a hypoechoic, ovoid nodule, with circumscribed margins and homogeneous content, oriented parallel to the skin, located in the 'qil' (as reported, not translated) at 5/6h, measuring 6.1 x 3.0 x 4.3mm, 4.0mm from the skin and 27.0mm from the nipple¿, and ¿hypoechoic nodule in the left breast,' "concern for health and well-being." Healthcare professional later reported seroma-late. The device remains implanted.

Event description:
Patient reported left side "recall," "contracture"-baker grade unknown¿, and ¿increased anteroposterior diameter compatible with capsular contracture" and ¿great discomfort," ¿lobulated contours," ¿anechoic content," ¿presence of a hypoechoic, ovoid nodule, with circumscribed margins and homogeneous content, oriented parallel to the skin, located in the 'qil' (as reported, not translated) at 5/6h, measuring 6.1 x 3.0 x 4.3mm, 4.0mm from the skin and 27.0mm from the nipple¿, and ¿hypoechoic nodule in the left breast,' "concern for health and well-being." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
Reason for reoperation: "pericapsular fluid"; rupture; "signs of silicone in the lymph nodes" additional, changed, and/or corrected data: a3a, a4, a6, b1, b3, b5, b6, b7, d4, d6a, d6b, h4, h6, h11.

Event description:
Patient reported left side "recall", "concern for health and well-being", ¿increased anteroposterior diameter compatible with capsular contracture" baker grade unknown, ¿great discomfort", ¿lobulated contours", ¿anechoic content", and ¿hypoechoic nodule in the left breast". Healthcare professional later reported left side capsular contracture baker grade ii, "pericapsular fluid", ¿presence of some envelope folds¿, "rupture", and "signs of silicone in the lymph nodes". Device has been explanted and replaced with a non-allergan device. Capsulectomy was performed.